Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated for the peritonitis with unknown antibiotics, intraperitoneally (dose and frequency were not reported). Twelve days after being admitted, the patient was discharged from the hospital. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. Dianeal therapies were ongoing. No additional information is available.